Event description:
Information was received that a smiths medical intubation tube was found to be leaking at the cuff. It is unknown if the cuff was checked prior to insertion. No patient injury resulted.